Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
The surgeon informed us that the device didn't want to open. The device was closed to insert it through the trocar, when trying to open the instrument inside the body, it didn't open. The product was retracted, and another item was used to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r59616. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.